Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered what was suspected to be inappropriate therapy. Boston scientific technical services (ts) reviewed stored episodes and agreed that therapy was inappropriate and appeared to be the result of the device meeting the programmed sustained rate duration threshold during an episode of conducted atrial fibrillation (af). Ts provided an explanation of the event as well as recommended programming changes to avoid further inappropriate therapy. No adverse patient effects were reported. This system remains in service.